Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of a possible allergic reaction to the sensor tape and wanted to know if the pump would record information if not wearing the sensor. The customer's blood glucose was 49 mg/dl at the time of incident and treated with juice. Troubleshooting assisted customer with sensor information. No further assistance needed.